Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via an ipsilateral retrograde approach. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. After an opticross 18 imaging catheter was inserted, the image was lost. The blood vessel diameter was measured with a new intravascular ultrasound and a 10.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during initial inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
Initial reporter city: (B)(6).